Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and device dislocation ("migration of essure device") in an adult female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included birth control pill in 2008, loop electrosurgical excision procedure, asthma and heart murmur. Concomitant products included amitriptyline, tramadol and tramadol hydrochloride (ultram). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian cyst ("ovarian cysts") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, ovarian cyst and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, ovarian cyst and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Medical history and concomitant medications were added. Essure indication and lot number added. New events dyspareunia (painful sexual intercourse), migration of essure device with pain and ovarian cyst were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and device expulsion ("right essure coil displaced into endometrial canal") in a 31-year-old female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion were performed on the same day" on (B)(6) 2009. The patient's past medical history included birth control pill in 2008, loop electrosurgical excision procedure, asthma and heart murmur. Concurrent conditions included pelvic adhesions. Concomitant products included amitriptyline, tramadol and tramadol hydrochloride (ultram). On (B)(6) 2009, the patient had essure inserted. In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cysts"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraine/headaches ") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (total abdominal hysterectomy, bilateral alpingectomy, cystoscopy, and failed laparoscopic approach). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, ovarian cyst, dyspareunia, migraine and fatigue outcome was unknown. The reporter considered device expulsion, dyspareunia, fatigue, migraine, ovarian cyst and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion concerning the injuries reported in this case , follwing ones were confirmed in patient's medical record: pelvic pain, dyspareunia and following was described in medical record- ablation and essure insertion were performed on the same day. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of product technical complain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs, essure coils had migrated to uterus") and device expulsion ("right essure coil displaced into endometrial canal, migration of essure device") in a 31-year-old female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion were performed on the same day" on (B)(6)2009. The patient's past medical history included birth control pill in 2008, loop electrosurgical excision procedure (abnormal papsmear), asthma and heart murmur. Concurrent conditions included pelvic adhesions. Concomitant products included amitriptyline, tramadol and tramadol hydrochloride (ultram). On (B)(6)2009, the patient had essure inserted. In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraine/headaches"), fatigue ("fatigue"), headache ("migraine/headaches"), abdominal pain upper ("stomach pain (chronic)"), abdominal distension ("bloating"), dysgeusia ("metallic taste") and flatulence ("gas"). On an unknown date, the patient experienced ovarian cyst ("ovarian cysts"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (total abdominal hysterectomy, bilateral alpingectomy, cystoscopy, and failed laparoscopic approach). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, device expulsion, ovarian cyst, dyspareunia, migraine, fatigue, headache, abdominal pain upper, abdominal distension, dysgeusia and flatulence outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, device expulsion, dysgeusia, dyspareunia, fatigue, flatulence, headache, migraine, ovarian cyst and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion abnormal pap smear. Leep procedure in 2008. Concerning the injuries reported in this case , following ones were confirmed in patient's medical record: pelvic pain, dyspareunia and following was described in medical record- ablation and essure insertion were performed on the same day. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2018: quality safety evaluation of ptc(product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and device expulsion ("right essure coil displaced into endometrial canal") in a 31-year-old female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion were performed on the same day" on (B)(6) 2009. The patient's past medical history included birth control pill in 2008, loop electrosurgical excision procedure, asthma and heart murmur. Concurrent conditions included pelvic adhesions. Concomitant products included amitriptyline, tramadol and tramadol hydrochloride (ultram). On (B)(6) 2009, the patient had essure inserted. In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cysts"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraine/headaches ") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (total abdominal hysterectomy, bilateral alpingectomy, cystoscopy, and failed laparoscopic approach). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, ovarian cyst, dyspareunia, migraine and fatigue outcome was unknown. The reporter considered device expulsion, dyspareunia, fatigue, migraine, ovarian cyst and uterine perforation to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion concerning the injuries reported in this case , follwing ones were confirmed in patient's medical record: pelvic pain, dyspareunia and following was described in medical record- ablation and essure insertion were performed on the same day. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Plaintiff¿s demographics updated. New events, migraine/headaches and fatigue added. On (B)(6) 2018: medical records received. New reporter added. New event ablation and essure insertion were performed on the same day was added. Previously reported event migration of essure device updated to essure coil displaced into endometrial canal. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs, essure coils had migrated to uterus") and device expulsion ("right essure coil displaced into endometrial canal, migration of essure device") in a 31-year-old female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion were performed on the same day" on (B)(6) 2009. The patient's past medical history included birth control pill in 2008, loop electrosurgical excision procedure (abnormal papsmear), asthma and heart murmur. Concurrent conditions included pelvic adhesions. Concomitant products included amitriptyline, tramadol and tramadol hydrochloride (ultram). On (B)(6) 2009, the patient had essure inserted. In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraine/headaches"), fatigue ("fatigue"), headache ("migraine/headaches"), abdominal pain upper ("stomach pain (chronic)"), abdominal distension ("bloating"), dysgeusia ("metallic taste") and flatulence ("gas"). On an unknown date, the patient experienced ovarian cyst ("ovarian cysts"). The patient was treated with surgery (total abdominal hysterectomy, bilateral alpingectomy, cystoscopy, and failed laparoscopic approach). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, ovarian cyst, dyspareunia, migraine, fatigue, headache, abdominal pain upper, abdominal distension, dysgeusia and flatulence outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, device expulsion, dysgeusia, dyspareunia, fatigue, flatulence, headache, migraine, ovarian cyst and uterine perforation to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion abnormal pap smear. Leep procedure in 2008. Concerning the injuries reported in this case , follwing ones were confirmed in patient's medical record: pelvic pain, dyspareunia and following was described in medical record- ablation and essure insertion were performed on the same day. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2018: pfs received - new events "headache,stomach pain,bloating,metallic taste,gas¿ were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.